Manufacturer narrative:
Other, other text: returned device was received with a broken luer. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to the supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer facility phone number: (B)(6). Company representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that during a pre-use check, the customer noticed that the female connector was broken on the level 1 hotline disposable. The product was not used as a result. There was no patient involvement.